Event description:
It was reported that the pt wanted the cochlear implant stimulator to be repositioned due to asymmetry with the contralateral implant. During this surgical procedure on (B)(6) 2015, it was decided to explant the concerned device and to re-implant the pt with a new device as scar and bone growth were encountered.

Manufacturer narrative:
UDI code not available for this device. The device has been explanted and should be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion device investigations did not reveal any device defect, which is expected to have been present whilst implanted. The patient requested device housing repositioning due to aesthetical issues. During revision surgery, the surgeon decided to replace the device, however this was not necessitated by any implant defect. Device investigation showed a fully functional device damages found during investigation are related to the removal surgery. This s final report.